Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipgs were unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipgs deemed inoperable. Surgical intervention was undertaken where in the systems were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.